Event description:
I am looking to file a formal complaint against glidewell laboratories on behalf of my late father, (B)(6). My father was a patient of (B)(6), dmd ("dr. (B)(6)") ((B)(6)) who used glidewell laboratories (newport beach, ca) to manufacture a straumann brand abutment+crown for my father's tooth #30 straumann dental implant post (hardcopy lab order was sent on (B)(6) 2015). Glidewell laboratories provided an inferior abutment which proved to fail multiple times in my father's mouth. They did not follow the (B)(6) 2015 lab orders which specifically mentioned "use straumann parts". The abutment repeatedly became loose over the course of approx. 2.5 years which caused friction to the gumline. Breaking off the crown multiple times, over-torquing the abutment and the overall trauma centrally located to that tooth area caused 2 abscesses in the interproximal tissue of #30/31 to develop as a result (first identified on (B)(6) 2018). After repeated failure, straumann (abutment manufacturer), sent their representative ((B)(4)) to dr. (B)(6) office to visually inspect the component ((B)(6) 2017). Extracted from p. (B)(6) of dental chart - "patient presents for a new final implant impression of tooth #30, implant type straumann. Straumann rep (B)(4) here because of continued issues with this crown... Patient states he does not want to be numb for this procedure. Attempt to access screw loosened by dr (B)(6). Remove bruxzir crown. Access and remove screw and abutment. (B)(6) inform dr not authentic straumann abutment. (B)(6) will send abutment for screw retained implant to send with case. Place impression using light and medium body material..." On (B)(6) 2017 a phone call note in clinical notes indicated "spoke with dat in implant department reusing genuine straumann parts. Inform him sending variobase sent to us from the company. (B)(6) case ID # is (B)(4)". (P. (B)(6) - dental chart). Note: narrative of phone conversion between dr. (B)(6) and (B)(6) was never included in dental record. On (B)(6) 2017 - dr. (B)(6) lab order to glidewell laboratories for tooth #30 indicated "attn: (B)(6) #30 implant redo dr. Email you about this case. Remake as screw retained abut+crn with enclosed straumann abutment x-ray and surg report thanks" (straumann is misspelled on lab order). (P. (B)(6) - lab orders). Note: copy of email communication between dr. (B)(6) and (B)(6) was never included in dental record. On (B)(6) 2017, final straumann abutment+crown for tooth #30 was placed by dr. (B)(6). Note: attorney (B)(6) has this physical implanted tooth (it fell out prior to surgery), however, we believe it is a straumann abutment+crown as (B)(6) provided it. The inferior abutment was discarded by dr. (B)(6). At this time, the only person who was able to confirm the authenticity of the abutment was (B)(6). There were no abutment manufacturer details in the dental record (no identifier stickers, lot or catalog numbers were found). Attached pdf titled "(B)(6) - formal complaint against glidewell laboratories.pdf" outlines the comprehensive sequence of events that occurred under dr. (B)(6) care. I've also attached photos and other documents to support the extracted referenced pages. (B)(6) date of death - (B)(6) 2022 (unable to input in #2 above).